Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power while connected to a mobile power unit was not confirmed. The submitted log file contained approximately 35 minutes of data ((B)(6) 2019: 09:49 - 10:25, per the time stamp). On (B)(6) 2019 at 10:05 and 10:19, the controller has captured multiple transient low flow hazard alarms due to the estimated flow falling below the low flow threshold of 2.5 lpm; recorded at 2.4 and 2.3 lpm.the alarms cleared shortly after activating and did not affect the controller's ability to support the pump at the set speed. Despite these findings, there were no other notable alarms or events active in the log file including no external power alarms. The mobile power unit was not returned to abbott for evaluation nor the serial number was reported. Additional provided information indicated that there was also a loss of power noted on the controller alarms that did not show up in our events log file due to being overwritten by pi and other normal events over the past hour. Multiple attempts were made on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 to obtain additional information from the customer regarding the event; however, no additional information was provided. Therefore, a specific root cause for the reported no external power alarms was not determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 14 months (the age is calculated from the date of implant to the event date.). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had experienced low flow alarms on (B)(6) 2019. It was also reported that there was a loss of power. It was speculated that the loss of power was due to a loss of power to the mpu at the wall outlet. The patient had a v-connector power cord. No further information was provided.